Event description:
It was reported that since the implantation of the product, there were signs of heart failure such as shortness of breath, and the patient was diagnosed with pacing-induced cardiomyopathy due to ventricular pacing and factors related to the patient¿s own heart. The ipg system was explanted and replaced with a transvenous ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.